Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Nvestigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair. The patient's aorta was previously replaced with y-graft and I-graft. The physician attempted to advance the delivery system from the right side first and the left then, but it would not pass the legs of y-graft(18mm x 9mm). He attempted to convert to open surgery but gave up in the middle of attempt because the adhesion due to two open surgeries for placing the y-graft and the I-graft performed in the past . Since he could advance a 22fr of gore's dryseal flex sheath which was used as a dummy sheath, he replaced the device with gore's c-tag(f37mm) to complete the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: the physician attempted to advance the introduction system from the right side first and then the left, but the introduction system was unable to advance through the legs of y-graft. Product was not returned and no images were provided to support the investigation. It has therefore not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation after further information is received. Cook medical will continue to monitor for similar events.